Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, there was loss of power. The customer stated they removed the instruments and restored power. Then the surgeon installed the curved-tip stapler 30 instrument and fired the stapler; the stapler was unresponsive and clamped onto the lung tissue. The customer was unable to release the instrument from the tissue and they kept getting a ¿use stapler manual release kit" error. The intuitive surgical, inc. (Isi) technical support engineer (tse) assisted the customer with using a stapler release wrench. The customer followed the stapler release kit (srk) instructions, but the stapler jaws were clamped and would not open. The surgeon moved from the surgeon side cart (ssc) to the patient side cart (psc) and checked the stapler clamped status. The surgeon used a third-party laparoscopic stapler to free the robotic stapler from the lung tissue and removed the stapler instrument from arm 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The procedure was a thoracic surgery. The target tissue was the lungs. There was no adverse effect on the grasped tissue. There was no unexpected tissue removal. There was no abnormal bleeding. The procedure was completed robotically with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the curved-tip stapler 30 instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the logs for the stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis (afa). The logs show part number 470530-08, lot number t10230330-0010, was installed on the system 5x and fired no reloads, however a white reload was loaded on each install. On install 1, the first two clamp attempts were aborted by the user at ~39%, and ~67%, respectively. The next 4 clamps were incomplete, stopping at ~76%, ~81%, ~83%, and ~87%, respectively. Following the 1st and 3rd incomplete clamp attempts, the unclamp sequences were aborted, at ~28%, ~30%, and ~39%, respectively. Following the 4th incomplete clamp attempt, the user made two successful unclamps, per the logs. There was then a 5th incomplete clamp attempt, stopping at ~88% completion. Following this final incomplete clamp, the logs show error codes 22027 and 26008, indicating that the manual grip release tool was detected as being used on the instrument, without first pressing the emergency stop button (e-stop). The e-stop was pressed by the user 6 minutes after the stapler release kit (srk) was first detected, represented by error code 256. The logs then showed error code 22027 a second time, indicating the srk was still being used on the instrument. The user recovered from a recoverable system fault, and then pressed the emergency stop button a second time, 2 minutes after the first e-stop press. The grip release tool was detected a third time, per error code 22027. Approximately 4 minutes later, the emergency stop button was pressed by the user for the 3rd time and the system was powered off. The user re-started the system, and the grip release tool was detected a 4th time. Approximately 1 minute later, the e-stop button was pressed for a fourth and final time, and the srk was detected two additional times, approximately 10 minutes apart. The last 4 installs did not seem to correlate with physical installs of the instrument and appear to have been logged after the system was re-started, and again after the user recovered from a system fault. The last 4 installs did have a reload color code indicating that the system was unable to communicate with the reload, but the reload was identified by the system as white. The instrument was then removed and not used again during the procedure.